Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04296. It was reported the patient experienced a change in stimulation. A sjm representative met with the patient and found the patient's scs system was auto-reducing with multiple invalid lead contacts. The patient stated she was doing more active movements in physical therapy and noticed the change in stimulation. The representative reprogramed the patient's scs system, however, the issue reoccurred. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04296. Follow up identified the patient's 3189 model lead was explanted and replaced. Reportedly, the lead appeared to be fractured. The patient reported receiving effective stimulation therapy coverage postoperative.